Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sensing integrity counts went up to 2062 within 4 days. It was indicated that a right ventricular lead integrity alert occurred for increased sic count and 2 or more high rate non-sustained tachycardia episodes <(><<)>220ms on (B)(6) 2016. Pacing capture threshold in the rv (right ventricle) was elevated; threshold was 2.25 on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to oversensing, sensing integrity counter (sic), high threshold, and low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.